Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a (B)(6) female patient who was administered sculptra (poly-l-lactic acid) 5ml, which was diluted with 1ml (nos), on (B)(6) 2006 to the eye contour area. No medical history or concomitant medications were indicated. A physician reports that a female patient who was treated with injectable poly-l-lactic acid on (B)(6) 2006 developed granulomas in the eye contour. This patient has not had any previous similar events after treatment with other products or with sculptra. No histology or other laboratory tests were performed. The reporter's causality assessment for sculptra was indicated as not assessable.